Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon was inflated to 10 atm; however, the pressure on the indeflator was noted to be dropping. The stent was adequately deployed, the sds was removed and post dilatation was performed. Outside the pt, the balloon was found to have ruptured. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen. The balloon was loosely folded. There was a kink in the guide wire exit notch. There was no other damage noted to the sds. A new indeflator, filled with water, was used to pressurize the sds to attempt to locate the rupture. A pinhole was found 1 cm distal to the proximal marker. There was a longitudinal scratch over the proximal marker. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.